Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the sound on the device was very low. The device alarmed a hardware low level failure during the self-test. The customer¿s blood glucose during the incident was 6 mmol/l. The device will not be returned for analysis.

Manufacturer narrative:
The audio tone volume functioning properly. Insulin pump received with serial number label fading. Hardware low level failures alarm during self test and confirmed in the insulin pump history due to broken trace on keypad assembly.